Manufacturer narrative:
As part of heartflow's internal review, we identified a potential false negative. Hfid #frdt-24l8pl-mddx: the investigation determined that a potential stenosis was missed in the mid left circumflex artery (lcx) due to misinterpretation of the CT data by the automated technology and inspection process. Heartflow will notify the customer of the product investigation results. While heartflow has identified this issue, the physician has not provided any feedback indicating a safety event with the patient. If any new information is received at a later time a supplemental medwatch report will be submitted. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the output should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient. The heartflow analysis process is dependent on the quality of the imaging data provided. Ffrct results may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts.

Event description:
Heartflow identified a potential false negative result.